Event description:
It was reported that the patient was experiencing inadequate coverage of pain areas. Undesired rib stimulation was also noted. X-ray confirm that the implantable pulse generator (ipg) had migrated. The patient underwent a spinal cord stimulation (scs) replacement procedure. The explanted device components will not be returned as they were discarded.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately one month ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7142791/7142959.